Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) clinical study. It was reported that angina and in stent restenosis occurred. In (B)(6) 2011, the patient presented due to unstable angina and cardiac catheterization was recommended. Subsequently, index procedure was performed. The target lesion was a de novo long lesion located in the proximal left anterior descending (lad) artery and extending to the mid lad with 70% stenosis and was 30 mm long with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation and placement of a 3.00 x 38 mm and 4.00 x 24 mm promus element stents. Following post dilatation, residual stenosis was 5%. Four days after, the patient was discharged on aspirin and prasugrel. In (B)(6) 2014, the patient was presented with unstable angina and was hospitalized on the same day. In "(B)(6) 2016", a 70% diffuse in-stent restenosis was noted in the mid lad and was treated with balloon angioplasty with residual stenosis of 10%. Four days later, the event was considered to be resolved without residual effects and the patient was discharged on the same day.